Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown tfn. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient was implanted (B)(6) 2009 with a trochanteric fixation nail (tfn). Patient returned to surgeon complaining of minor hip pain, and wanted nail removed. Exam indicated that the fracture was fully healed, and there was no broken hardware. Patient underwent tfn removal on (B)(6) 2013. Hardware was removed with no problems. Patient outcome was reportedly good. This report is for an unknown tfn. This is report 1 of 1 for complaint (B)(4).